Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that starting on (B)(6) 2015 the patient experienced anemia secondary to acute blood loss from gastrointestinal (gi) bleeding, epistaxis and anemia of chronic disease. The patient was hospitalized and transfused with 4 units of packed red blood cells (prbcs). On (B)(6) 2015, the patient was transfused with an additional 4 units of prbcs. It was reported that the patient had arteriovenous malformations (avm) in the upper duodenum. On (B)(6) 2015, the patient experienced active bleeding with the cause reported as angioectasia versus pseudo dieulafoy's lesion of the second portion of the duodenum. The site was treated with submucosal epinephrine, bipolar cautery, and two endoscopic clips. The patient was transfused with 5 units of packed red blood cells. It was reported that hemostasis was good post-procedure. On (B)(6) 2015, the patient was transfused with 6 units of packed red blood cells due to recurrent gi bleeding, reportedly related to the duodenal avm. On (B)(6) 2015, the patient was readmitted with recurrent gi bleeding and was transfused with 6 units of prbcs. After control of the bleeding, an esophagogastroduodenoscopy showed the dieulafoy's lesions in the second portion of the duodenum which were assigned forrest classifications of 1a and 1b. The patient was started on protonix and octreotide and anticoagulation was held. The patient underwent gi video capsule study on (B)(6) 2015 which was negative for bleeding. Due to the recurrent gi bleeding events and the patient's inability to tolerate anticoagulation due to risk of bleeding, the patient was determined to be at high risk for pump thrombosis. The patient was approved for open heart transplantation, and was listed as status 1a. On an unspecified date, the patient was discharged on coumadin with an inr goal of 1.5 to 2.0. The patient later received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
A correlation between the evaluation findings of the returned lvad pump and the patient's reported history of epistaxis and recurrent gastrointestinal bleeding could not be conclusively determined. No device-related issues were discovered during the evaluation of the returned pump. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.